Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a high blood glucose of 348 mg/dl and trouble breathing. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly except for the time, which was an hour off. Found low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the caller that having the wrong time program will affect the basal delivery. The caller understood, but declined to change the time. Sent the tubing clamps to the patient. Nothing further was reported.